Event description:
It was reported via repair work order that the head left siderail stuck in mid-position due to damaged timing link. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.